Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis/hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware:n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported a prior medical event involving a pod issue in which the pod¿s cannula came out during the night. The duration of pod use remains unknown. As a result, glucose levels rose, and the patient experienced symptoms consistent with hyperglycemia, including frequent urination, increased thirst, anxiety, and disorientation. The patient sought emergency medical care at a hospital on (B)(6) 2026 and was admitted for approximately three days. The diagnosis was diabetic ketoacidosis and hyperglycemia. Treatment included intravenous (IV) insulin administered on a sliding scale with hourly blood glucose checks, along with IV fluids for rehydration. The pod was not worn during medical attention because it had fallen off overnight. A new pod was later applied successfully. Blood glucose readings were not provided.